Event description:
The user facility reported that their trufreeze console's suction pump stopped working pre-procedure. The procedure was postponed and rescheduled for a later date. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the trufreeze console and found the console including the suction pump to be operating properly. The technician was unable to duplicate the reported event. While onsite, the technician proactively replaced the suction pump, tested the console, confirmed it to be operating according to specification, and returned the unit to service. The suction pump subject of the reported event was returned to steris endoscopy for evaluation. The evaluation confirmed that the suction pump was operating according to specification. No additional issues have been reported.